Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: feedback from the staff of flagship store: the patient purchased the pen needle (98 pieces) at the store on may 19th, and found that the position of the needle core was loose when using the seventh pen needle. The patient suspected that the product got quality problems and was afraid of using the remaining needles continuously.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: feedback from the staff of flagship store: the patient purchased the pen needle (98 pieces) at the store on may 19th, and found that the position of the needle core was loose when using the seventh pen needle. The patient suspected that the product got quality problems and was afraid of using the remaining needles continuously.